Manufacturer narrative:
(B)(4). Return of the device has been requested, however, it has not been received to date. Should the device be received and evaluated or if additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. A review of the event history log verified the occurrence of an iipv event. The device passed functional testing. External and internal visual inspections were performed with no issues noted. During evaluation, a simulated therapy was successfully performed on the returned device. Upon conclusion of the investigation, the cause of the iipv event was determined to be a use error further specified as the total tidal ultra filtration (uf) removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced a high drain on a homechoice (hc) after use. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. A baxter technical service representative (tsr) provided assistance to the hp. The hp stated that their uf (ultrafiltration) for cycle five was 1810 ml. The hp is on a tidal therapy. The hp reported no discomfort. The tsr discussed the use of continuous ambulatory pd with the hp. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.